Manufacturer narrative:
H.6. Investigation: bd received one samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for short shots with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for short shots with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® edta 2k experienced a broken lid/cap/hemogard shield. The following information was provided by the initial reporter: translated to english. The customer there was a "damaged (cracked) cap of a tube."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® edta 2k experienced a broken lid/cap/hemogard shield. The following information was provided by the initial reporter: translated to english. The customer there was a "damaged (cracked) cap of a tube."